Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the distal end of the driveline was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted photograph confirmed cosmetic damage to the patient¿s driveline; however, a specific cause for the damage could not be conclusively determined. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jan2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline was confirmed based on the evaluation of the returned driveline, as well as the submitted photograph. A distal-end driveline replacement was performed on 31may2022 and approximately 10.5¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. A tear was noted on the silicone layer of the patient¿s driveline, approximately 0.5¿ from the metal connector. Rescue tape was also observed between approximately 1 to 4.5¿ from the metal connector. Removal of the tape revealed a tear at approximately 2.5¿ from the metal connector. Upon removal of the silicone layer, the bionate layer had a dark discoloration, however, no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors (referenced photos: figure 4). The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-20539. The relevant sections of the device history records for vad-20539 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jan2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline and pump pocket infection was covered in MFR # 2916596-2021-07540. Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted and has a break in the silicone casing at the driveline bend relief. There were no other breaks in the driveline or any device alarms. The patient had a previous driveline and likely pump pocket infection that has been stable for years. A plan was made to do a driveline repair just above the compromised area to fix the cosmetic issue.